Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after a follow-up initiated by the patient's having reported hearing warning tones from the device. The physician reported that the device would not communicate with a programmer.